Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from patient regarding implantable neurostimulator. The reason of the call was  their stimulation was too high and cannot turn down the settings. Agent tried to walked the caller through on decreasing the settings but caller mentioned that they already tried adjusting it and turned down to zero but does not make any difference. Agent reviewed information and redirected to their managing hcp and manufacturing representative for further assistance.